Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device has not been retrieved for evaluation. We will file a follow-up when additional data becomes available. The brakes did not engage fully. The user sat down and the device rolled. She fell and broke her clavicle bone and received some bruises on her hip.